Event description:
Product analysis revealed an intermittent loss of contact between the battery cap and pump case.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed an intermittent loss of contact between the battery cap and the pump case. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.